Manufacturer narrative:
Full facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 the patient underwent transurethral resection of the prostate + transurethral bladder stone removal used a holmium laser under general anesthesia and returned to the ward. A urinary catheter was left in place and secured properly after the operation. On (B)(6) 2025 08:55 the balloon of the patient urinary catheter ruptured, caused the catheter to slip out. The doctor ordered that the catheter be left in place.

Event description:
It was reported that on (B)(6) 2025, the patient underwent transurethral resection of the prostate + transurethral bladder stone removal used a holmium laser under general anesthesia and returned to the ward. A urinary catheter was left in place and secured properly after the operation. On (B)(6) 2025 at 08:55, the balloon of the patient urinary catheter ruptured, caused the catheter to slip out. The doctor ordered that the catheter be left in place.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). A review of the device labelling has been conducted for investigation purposed. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.